Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 400 mg/dl. Customer treated high blood glucose with manual injection. Customer did not receive a no delivery alarm nor had bent cannula. After third day of wearing set, customer's blood glucose lowered to 132 mg/dl. Customer believes high blood glucose may have been caused by food. Customer declined transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.